Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high blood glucose compared to another meter (onetouch ultra mini). The complaint was classified based on lifescan customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began at 4pm on (B)(6) 2016. The patient claimed obtaining blood glucose readings of "156 mg/dl" with the subject meter and "98 mg/dl" on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient normally manages her diabetes through medication (including metformin), monitoring her diet and exercise. Approximately 1-2 minutes before the product issue occurred, the patient claimed developing symptoms of "sweat, shaky, headaches, nausea". Approximately 15 minutes later she self treated these symptoms with glucose tablets/gel. The patient stated that prior to heading to bed for the night, she took her usual dose of medication of 5mg metformin. During troubleshooting, the customer service representative (csr) confirmed that the test strips had been properly stored, were not open past their discard date and had not expired. The test strip vial was confirmed as being intact. The csr noted that the patient's testing procedure was correct, samples were taken from the correct sites and that the meter was set to the correct unit of measure. The csr noted that the patient did not possess any control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. While the reported symptoms occurred before the alleged meter issue was noted, the existence of this meter issue prior to this event cannot be ruled out and as such the meter cannot be excluded as a contributor to this event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.